Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the event involved a 66-year-old female patient. The bag broke at the bottom during the removal of the specimen (peritoneum).